Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. Medical records were not provided. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item number 010000662 item name g7 pps ltd acet shell 50d lot # 6933976, item number 650-0661 item name delta ceramic fem hd36/0mm lot # 3050939, item number 30123604 item name g7 vit e high wall lnr 36mmd lot # 64822914. The device will not be returned for analysis remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that, the definitive stem implant does not match the broach/trial. The surgeon has to remove the implant and re-broach then re-implanted the same stem. Upset that it takes extra time and possibly removes porous coating. Attempts have been made and additional information on the reported event is unavailable at this time.